Event description:
Complainant alleged that while monitoring the heart rhythm of a pt (age & gender unk), the user heard a steady tone coming from the device, and approx 30 seconds later the tones stopped. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction. Complainant indicated that subsequent biomed testing was not able to duplicate the malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.